Event description:
A fasting blood glucose comparison was performed. The lab result was 123mg/dl and the device result was 161mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.